Event description:
During one of our lumbar punctures, our physician assistant (pa) picked up the fourth vial to collect the csf. She noticed a black fiber on the cap of the tube in our sterile tray. She did not use this tube to collect any csf from the patient. This is a cardinal health lumbar puncture tray, lot# 132204.